Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of a delayed charge time was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log found that all charge times were within specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device delayed to charge and intermittently charged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.